Event description:
Per the clinic, the patient developed swelling at the implant site on (B)(6) 2025 (specific date not reported) following a viral illness (type and site of infection not confirmed) and subsequently was treated with oral antibiotics for 7 days (specific date not reported). The swelling has resolved and the implanted device remains. Additional information has been requested but has not been made available as of the date of this report.